Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, and after resetting, the malfunction did not recur. Customer was informed to continue using the pump and advised to call back if the issue reappears.